Event description:
It was reported by the representative that the one tsb45 was used during a laparoscopic gastric bypass procedure. It was reported that the stapler misfired on the stomach. The surgeon was able to repair the misfire and completed the case with another tsb45. There was no pt consequence.